Event description:
It was reported that the insulin gauge was inaccurate and static. There was no adverse impact to the customer¿s blood glucose level. Customer was educated about variance in measured pressures affecting the fill estimate and acknowledged the explanation provided by technical support. Customer continued to use the existing cartridge.